Event description:
The physician attempted to implant a 2.25mm diameter x 30mm length endeavor sprint rx drug-eluting coronary stent system into the distal left anterior descending artery. The device was unable to cross the lesion due to hard plaque and was removed. The device was inspected prior to use with no abnormalities noticed. The lesion was pre-dilated. There was no patient injury reported. Evaluation summary: the device was received for evaluation. The stent had moved distally along the balloon which resulted in it partially covering the distal marker band. The sixth and seventh distal stent segments were raised, deformed and pulled distally. The first distal and first proximal stent segments were slightly flared. The distal tip was flared. Blood residue was evident between the balloon folds. No further damage was noted.

Manufacturer narrative:
(B)(4) stent deformed. Evaluation results: hard plaque; failure to deliver the stent and damage to the stent struts. Eval conclusion: hard plaque.